Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument did not work. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse manager and obtained the following additional information on 13-feb-2024: the instrument jaws did not move.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and was found with grip axis pin dislodged from the grips. The pin was returned with the instrument. Force amp pulleys adjacent to the dislodged pin showed damage which may indicate potential mishandling or misuse. Force amp pulley showed mechanical indentation damage. Additional observations not reported by site but were found related to the primary failure states that the instrument grip tips were dislodged. Both grip tips were separated from the force amp pulleys. Further, the instrument was found with multiple indentations on the holes where the grip tips would attach to the force amp pulleys. There were pieces missing. Grip tips and the grip pin adjacent to this indented pulley did not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The prograsp forceps instrument was further evaluated by failure analysis engineer (fae) and initial findings were confirmed. There was evidence of potential user mishandling. A closer look was taken at the force amp pulley with damage, and it was found that the corresponding pin on the grip that got separated also exhibited damage in the same area. The damage was consistent with some kind of force being applied to the grip, causing the grip tip to eventually separate from the force amp pulley. Refer to annex d - conclusion desc 2 for updated code.

Event description:
Refer to h10/h11 for follow-up information.